Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the customer identified that the port of the force feedback mega suturecut needle instrument broke off. There was no reported injury.